Event description:
It was reported that the pt does not respond very well to sound. Sound can only be heard on her left side. The skin over the implant site is reddened. Testing was carried out which showed high impedances on 11 electrode channels and one electrode channel with 11 kohm, which indicated that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.